Manufacturer narrative:
The device has not been returned for evaluation. It is unknown at this time if the same lens had been worn for 3 days. A review of the device history records found no anomalies and all results for lens and solution met the acceptance criteria. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Hpra reported a doctor submitted a medical device adverse incident report. The doctor reported that a patient developed proteolytic keratitis after contact lens wear for 3 days, resulting in loss of vision and corneal scarring. Microbial tests were negative for pseudomonas/acanthamoeba infection. Additional medical information has been requested, but not yet received.